Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility to obtain more detailed information regarding reported event. The user facility further that during the ovarian cystectomy/ appendectomy, the doctor was working on the ovarian tissue when a probe damage error code was observed. As a result, there was teflon pad damage and the metal under the pad became exposed. There was only a five-minute delay. The device, associated equipment and connections were inspected prior to the procedure; no irregularities were noted. There was no unexpected bleeding to the patient and the patient did not require additional treatment as a result of the reported event. The device was not returned to olympus for evaluation. However, based on similar reported complaints the potential cause of the reported teflon pad damage/probe damage error can be attributed to unintended operator error. The instruction manual provides the following warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. As a preventive measure, the instruction manual also provides warning to prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
Olympus was informed that five minutes into the procedure, the teflon pad at the distal jaw of the device curled. A new second like device was used to complete the intended procedure. There was no patient injury or harm reported.